Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient believes their lead migrated so they called their healthcare provider (hcp) who told them to come in tomorrow. They also said there was bleeding present and they couldn't feel stimulation. The next day, the patient said they pulled their leads out yesterday so they are going to the hospital on the date of the report to get them placed again. On (B)(6) patient felt they pulled their leads out. The next day, patient said the wire is loose so they will be seeing their hcp on (B)(6). No further patient complications have been reported as a result of this event.